Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient's egv was 209 mg/dl and it was not documented whether the patient checked a bg or experienced symptoms. An unspecified time later, the patient was diaphoretic and would not wake. The egv at that time was not documented. It was not documented whether a bg was checked at that time. The patient was reportedly unconscious for 2 and a half hours. The son contacted the ambulance. Paramedics checked his bg and it was 32 mg/dl. The egv at that time was not documented. The patient was treated with two units of IV glucose and reportedly taken to the ed for 11 hours. At the time of the report the following day, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.